Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular (rv) lead integrity alert (lia) were met, oversensing associated with the rv lead, rv oversensing, and the unexpected delivery of a ventricular tachyarrhythmia therapy. Lead failure predictor triggered on (B)(6) 2016. T-wave oversensing (twos) identified several stored episodes (e.g. 224, 259, 323, 330, 334, 338, 340-342) leading to inappropriate shock (B)(6) 2016. Two inappropriate shocks delivered on (B)(6) 2016 due to twos. Eleven episodes with v-v intervals less than 220 ms from (B)(6) 2016.

Event description:
It was reported that the patient was inappropriately shocked for t-wave oversensing (twos). The right ventricular (rv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.